Event description:
It was reported that this pacemaker system had recorded a signal artifact monitoring (sam) episode, and high out of range impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further system evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had recorded a signal artifact monitoring (sam) episode, and high out of range impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further system evaluation. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the pacemaker and right ventricular (rv) lead have been explanted and successfully replaced. No additional adverse patient effects were reported.